Event description:
Device 2 of 3: reference MFR. Report #3006705815-2019-00364. Reference MFR. Report#1627487-2019-01196.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Device 2 of 3. Reference MFR. Report #3006705815-2019-00364. Reference MFR. Report#1627487-2019-01196. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.